Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was overdischarged and the rep did a pmr 3 times and saw an end of service message. The rep was going to meet with the patient to interrogate the ins. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the battery was replaced with a new model. The explanted device would not be returned. No further complications were reported.